Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection three weeks after the implant of an implantable pulse generator (ipg) with an absorbable envelope. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.